Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump.

Event description:
It was reported an occlusion alarm occurred. System check was performed by tandem technical support and reportedly the customer is using humalin insulin. Tandem customer technical support informed customer that huamlin insulin is off-label per the user guide. Customer changed the pump supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.